Event description:
It was reported that the device produced malformed clips on unknown firings. The customer used another like device to complete the case with no patient consequences. The device was disposed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.